Event description:
It was reported when using the pyxis medstation es system, the screen remains black and upon powering on, the fan makes an attempt to spin but quickly stops. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that dead drawer controller. A field service engineer, replaced bad drawer controller and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.